Manufacturer narrative:
Concomitant medical products: 459888, lead; 5076-52, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a loss in bi-ventricular (bi-v) pacing due to the patients¿ intrinsic rates exceeding the upper tracking rate. It was noted that the patient experienced syncope a couple of hours prior to the vast intrinsic rates. The device remains in use. No further patient complications have been reported as a result of this event.